Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had and an unresponsive button and alarmed stuck button during an airplane flight. Troubleshooting was performed. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the customer did not press a button down for three minutes or longer. It was also reported that the customer was able to clear the alarm and the button was responsive. It was reported that the customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.